Event description:
It is reported that the tip of the impactor fractured upon impact.

Manufacturer narrative:
Eval summary: the inserter / extractor itself does not show signs of wear, gouges and dings indicative of approx 5 months and 4 years in the field. The most likely cause for the tip and pad fracturing is wear due to normal used during its life in the field. Eval: the tips and impactor pad were dimensionally inspected and found to be conforming where measured. The hardness of the tip was verified and it is within specifications. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.